Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, episodes of atrial lead noise were observed. The patient was intermittently symptomatic. Programming changes were made. The patient is stable and will continue to be monitored.

Event description:
New information received notes that the patient experienced shortness of breath and palpitations.